Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the blood glucose was high and the sensor had inaccurate readings that triggered threshold suspend alarm. The customer¿s blood glucose was 107 mg/dl and the sensor glucose was 44 mg/dl at the time of the incident. The customer reported that they had trouble with pump and glucose meter, they are not the same. Blood glucose was 107 mg/dl when sensor glucose was 44 mg/dl. Blood glucose was 189 mg/dl when sensor glucose was 89 mg/dl. The customer stated she tested and it was 193 mg/dl and then it was 301 mg/dl. The customer had not treated earlier. Then blood glucose was 243 mg/d. When she noticed the active insulin, she did not give her anything. Blood glucose value from reported event was 107 mg/dl. Sensor glucose value from reported event was 44. Sensor glucose and blood glucose difference is not within acceptable range. Current blood glucose value was 451 mg/dl. Also sensor glucose was 353 mg/dl when blood glucose was 451 mg/dl. The customer will treat with a bolus. When she was at 102 mg/dl and sensor glucose was 40 mg/dl she drank a coke and candy. The customer declined high blood glucose troubleshooting. Insulin delivery was suspended due to sensor glucose values value of 44 mg/dl. Threshold limit in sensor settings was unknown as sensor was turned off. The customer also had calibration error and change sensor. The insulin pump and sensor will not be returned for analysis.